Manufacturer narrative:
Report of an explanted device ten months post implant. Despite multiple follow ups by edwards, the healthcare provider has not provided any additional information regarding this event ( reason for explant, patient condition, etc.) Therefore, no specific root cause can be determined for this event at this time. There is no information to suggest a device quality deficiency of the subject valve. Edwards follow ups are ongoing, updates will be reported if provided.

Event description:
It was learned via the implant patient registry that the subject valve was explanted after an implant duration of approximately 10 months, and was replaced with the same model/size edwards device. Despite multiple follow up attempts by edwards, the healthcare provider has not yet provided any details about this event. The reason for explant remains unknown.